Event description:
A malfunction alarm labeled as "malf 0" was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer received guidance on resetting the pump from technical support, successfully reset it, and continued using the pump without further incidents.